Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the event happened in a medical center where the patient had back up devices available to continue therapy, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that a nurse called in to report that she has two pico 7 devices where all of the lights are illuminated. The pico 7 device was placed on wednesday, (B)(6) 2020. The patient underwent a dressing change on the day of the report and fresh batteries were placed in both devices. After pushing the orange button to resume therapy, both devices continued to illuminate all the lights. The nurse was encouraged to consult with the provider for further medical guidance. No additional information is available at this time.